Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a scratches on the lcd screen, and high blood glucose. The customer reported a blood glucose value of 600 mg/dl. The customer reported hyperglycemia, malaise, fatigue, treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), ems(emergency medical services)/ambulance/emergency room(ER) visit, insulin pump (subcutaneous insulin infusion), manual injection/insulin pen. The event involved products mmt-1880, mmt-399a, mmt-7020la, and mmt-332a. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event, and the customer was used the auto mode feature. No further patient complications were reported. Product return was requested for mmt-1880. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-399a. No product return is required for mmt-7020la. No product return is required for mmt-332a.

Manufacturer narrative:
The pump was received with a minor scratched lcd window. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08795 inches. Successfully downloaded pump traces and history file using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the (primary) event date of 29-jul-2024 and the event date of 23-jul-2024, there were no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 23-jul-2024 listed on smartsolve. Dailytotalcollectionstarttime: 07/23/2024 00:00:00.000. Dailytotalofallinsulindelivered: 508500 (50.85 u). Dailytotalofbasalinsulindelivered: 402500 (40.25 u). Dailytotalofbolusinsulindelivered: 106000 (10.6 u). 07/23/2024 07:01:07.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 38000 (3.8 u), bolusamountdelivered: 38000 (3.8 u). 07/23/2024 11:26:15.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 46000 (4.6 u), bolusamountdelivered: 46000 (4.6 u). 07/23/2024 18:56:01.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 22000 (2.2 u), bolusamountdelivered: 22000 (2.2 u). Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 29-jul-2024 listed on smartsolve. Dailytotalcollectionstarttime: 07/29/2024 00:00:00.000. Dailytotalofallinsulindelivered: 531500 (53.15 u). Dailytotalofbasalinsulindelivered: 398500 (39.85 u). Dailytotalofbolusinsulindelivered: 133000 (13.3 u). 07/29/2024 09:39:41.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 33000 (3.3 u), bolusamountdelivered: 33000 (3.3 u). 07/29/2024 13:50:25.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 40000 (4 u), bolusamountdelivered: 40000 (4 u). 07/29/2024 17:58:31.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 41000 (4.1 u), bolusamountdelivered: 41000 (4.1 u). 07/29/2024 23:36:29.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 19000 (1.9 u), bolusamountdelivered: 19000 (1.9 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the (primary) event date of 29-jul-2024 and the event date of 23-jul-2024 in the formatted history file. The pump was received with the original battery cap with a broken 1 heat stake post. The pump was received without a battery installed. The test p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Cosmetic damage was confirmed at the lcd screen of the pump during analysis. Retainer ring damage (a cracked retainer) was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.